Manufacturer narrative:
The reported complaint that "autopulse platform (sn (B)(6)) displayed fault code 41 (patient temperature sensor failure)" was confirmed based on the review of the archive data and during functional testing. The root cause of fault code 41 was temperature sensor failure, likely due to the age of the device. The autopulse platform was manufactured in december 2015 and is over 7 years old, beyond its expected service life of 5 years. The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed in the archive data but was not confirmed during functional testing at zoll. A load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. The likely root cause for the reported complaint was either due to the patient or the platform being out of position, placed on an uneven surface, or the patient not being properly centered/aligned on the platform. Upon visual inspection, a hairline crack was noticed on the front enclosure. This type of physical damage could be due to user mishandling such as a drop or due to wear and tear. During further device check, a brake gap inspection was performed and verified the brake gap was within the specification. The front enclosure was replaced to address the observed issue. A review of the archive data showed multiple ua07 (discrepancy between load 1 and load 2 too large) advisory messages on the customer's reported event date, confirming the reported complaint. Based on the archive data file, the ua07 advisory messages were later cleared by the customer. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned, deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. Further review of the archive data showed multiple fault code 41 (patient temperature sensor failure) around the customer's reported event date, confirming the reported complaint. During functional testing, the platform displayed fault code 41 (patient temperature sensor failure) upon powering up, confirming the reported complaint. The technical investigation found the temperature sensor was malfunctioning, and it was replaced to remedy the fault. After replacing the temperature sensor, extensive functional tests were performed using several known-good batteries. The autopulse platform functioned as intended, and the reported ua07 was not replicated. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints have been reported for the autopulse platform with serial number (B)(6).

Event description:
The autopulse platform (sn (B)(6)) was used to resuscitate a patient in cardiac arrest. The autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The customer also reported that the autopulse platform displayed fault code 41 (patient temperature sensor failure). The customer did not provide further information. The patient's status information was requested, but the customer did not provide a response.